Manufacturer narrative:
Results: the nitinol core wire was fractured approximately 149.0 cm from the proximal end. The distal end of the indigo system separator 8 (sep8) was partially unraveled from approximately 147.5 cm from the proximal end to the distal end. Conclusions: evaluation of the returned device revealed the sep8 core wire was fractured, and the distal end of the sep8 was partially unraveled. This type of damage typically occurs due to improper handling during use. If the sep8 is withdrawn forcefully against resistance, damage such as this may occur. Furthermore, prolonged interaction with chronic clot components could cause the core wire to fatigue, making it more prone to malfunction. Sep8 devices are 100% visually evaluated during in-process inspection. The cat8 mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian vein using an indigo system separator 8 (sep8). During the procedure, the physician used the sep8 with an indigo system aspiration catheter 8 (cat8) and successfully removed large quantities of thrombus. After significant interactions with the chronic component of the thrombus, the sep8 was visibly damaged under fluoroscopy; therefore, it was removed from the patient. Upon inspection of the sep8, the physician noticed that it seemed to unravel and was stretched just proximal to the bulb but was still intact. After noticing the damage to the sep8, the physician did not reintroduce the device into the patient and completed the procedure using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). There was no report of an adverse effect to the patient.